Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of inaccurate ECG readings was reproduced by the service facility, however, the root cause of the failure could not be determined. Manufacturing records were reviewed and no potential contributing factors were found during manufacture and quality inspection of the device. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Report via email from customer - had a problem with sherlock sensor sn: (B)(4) on tuesday (think we¿ve got gremlins). The pad became very hot and was making a whirring noise. It gave a weird ECG reading almost like the leads were upside down but they weren¿t as definitely had black over red. But the reading when placing (yellow line) was perfect and showed green p wave.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned.

Event description:
Report via email from customer - had a problem with sherlock sensor sn: (B)(4) on tuesday (think we've got gremlins). The pad became very hot and was making a whirring noise. It gave a weird ECG reading almost like the leads were upside down but they weren't as definitely had black over red. But the reading when placing (yellow line) was perfect and showed green p wave.